Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. After the device software update was performed, a ventilator inoperative alarm condition occurred, and the battery failed to charge. The device's system board was replaced to address the issues. The device was tested and passed all final testing.